Event description:
A customer contacted beckman coulter regarding an erroneous troponin (accu tnl) result from a single pt that was generated by the synchron lx I 725 instrument. The customer indicated that they got high recovery on qc results and qc was not repeated since last night. They ran a pt sample for accu tnl and obtained an elevated result. As per the lab protocol, the pt sample was re-tested and "a normal result was obtained". The customer indicated that neither accu tnl result was reported out of the lab. The customer did not provide the actual results. No additional information regarding this event was provided by the customer. The customer indicated that there has been no change to pt treatment attributed to or connected with this event.